Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that their insulin pump alarmed battery-out limit. The customer was assisted with troubleshooting. The customer¿s blood glucose level was 589mg/dl at the time of the incident. Troubleshooting found that the customer had battery out of the insulin pump greater than duration allowed. The customer's husband was advised that this alarm was normal pump behavior. The customer's husband was advised to monitor but and assisted with troubleshooting for the high blood glucose reported. The customer blood glucose level was 589mg/dl at the time of the call. The husband stated that the caregiver had forgotten to reattach the customer to the insulin pump resulting in the high blood glucose. The product will not be returned for analysis.